Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that that the reported condition was confirmed. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. The assignable root cause for the trigger issue and component damage was determined to be due to component failure from normal wear. The root cause for the cracked saw blade coupling was due to device design and a CAPA for this issue had been initiated. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device head had a crack in it and the moving parts of the trigger were not moving smoothly. It was further determined that the device failed pretest for general condition, check the saw blade coupling and trigger test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.